Event description:
At 0730, pt admitted to ed. ER tech was inserting 20g 1" protect IV plus to right acf. Tech locked the device. States syringe point came out of device & lodged in pt's arm. All radiological tests were negative.